Event description:
The physician implanted a gore excluder endoprosthesis in 2003. The original aneurysm diameter was measured at 5.1mm. At the six months follow-up visit, a MRI measured the aneurysm diameter at 5.6mm with no mention of a potential endoleak present. The most recent follow-up scan measured the aneurysm diameter of 7.0mm with no apparent endoleak. A re-intervention occurred in 2006 to treat the aneurysm enlargement. The existing contralateral and ipsilateral devices were relined with excluder contalateral limb components via bilateral 12fr sheaths. The right ipsi side was re-lined with as 14.5mm x 12cm device and the left side was re-lined with a 14.5 x 10cm device. A final angio was performed and showed a pair of lumbers filling retrograde with no blushing of the aneurysm sac.